Manufacturer narrative:
(B)(4). 3004753838-2024-283423 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). E1 initial reporter email address - (B)(6) a2 age number - correction a2 age units - correction a2 date of birth - correction a3a sex - correction b5 describe event or problem - additional information e1 initial reporter email address - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.